Event description:
Shiley received a copy of a hospital medical device explant form which indicates that the patient was admitted to the hospital for replacement of the pt's bjork-shiley convexo-concave aortic heart valve due to "prosthetic aortic stenosis". According to the explant form, the pt survived surgery.